Event description:
It was reported that the patient receicved an inappropriate shock for atrial fibrillation (af) with rapid ventricular response. Therate was faster than the supra ventricular tachycardia (svt) limit on the implantable cardioverter defibrillator (ICD). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4470 comopetitor implantable pacing lead 2002-(B)(6). (B)(4).